Event description:
It was reported patient had a small opening at the ipg incision site. Patient underwent surgical intervention on (B)(6) 2025 wherein the incision site was irrigated and removed some tissue to address the issue. Patient was prescribed antibiotics and therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.